Event description:
It was reported that a patient who underwent spaceoar placement procedure five months ago, decided to stop radiation after the sixth fraction due to issues that raised. The patient started experienced urinary pain after the hydrogel placement and radiation and a minor rectal bleeding. The patient received a total of twelve gray and was prescribed with cipro. Three months later the physician placed a needle to aspirate the fluid that was seen on computed tomography (CT), however nothing come out. The patient is still having pain with urination.

Manufacturer narrative:
Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported that a patient who underwent spaceoar placement procedure five months ago, decided to stop radiation after the sixth fraction due to issues that raised. The patient started experienced urinary pain after the hydrogel placement and radiation and a minor rectal bleeding. The patient received a total of twelve gray and was prescribed with cipro. Three months later the physician placed a needle to aspirate the fluid that was seen on computed tomography (CT), however nothing come out. The patient is still having pain with urination.

Manufacturer narrative:
Correction: block h6 patient code e1311 was changed to e1301. Block h6 patient code e2326 has been added. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e0506 captures the reportable event of bleeding.